Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape associated with this complaint and completed investigations. The reported event with the accessory could not be replicated nor confirmed. The accessory was installed at the in-house system and pass recognition and engagement without any issues. All four-instrument sterile adapter was successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drive 180 degrees in both directions. The accessory was fully functional. Visual inspection was performed and there was no damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of the da vinci assisted surgical procedure, instrument arm drape camera adapter kept failing to mount with an error. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.